Event description:
It was reported that the lead was fractured and the lumen of the contact was broken internally. Additional information was received that the patient also had high impedances on the left lead which was causing high charge burden and affecting stimulation. The patient underwent a revision procedure wherein the leads and ipg were replaced. The patient was doing well postoperatively. The explanted device components were kept by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 360195.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 5174383

Event description:
It was reported that the lead was fractured and the lumen of the contact was broken internally.